Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was to undergo surgery on (B)(6) 2018 (please see MFR report #:1627487-2018-09395). As the field representative attempted to place the magnet over the ipg to place it into surgery mode, the patient expressed discomfort with unintended and uncomfortable stimulation. When the representative placed the magnet again over the ipg, the patient stated the sensation stopped. Surgery mode was therefore not enabled prior to the procedure, and the system was explanted.